Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a redo atrial fibrillation ablation procedure, a pericardial effusion and left pulmonary vein puncture occurred. Ablation was completed and when going back to check that the isolation was performed the patient became hypotensive. An intracardiac echocardiogram revealed a cardiac tamponade for which a pericardiocentesis was performed via transthoracic puncture. The bleeding could not be stopped so a thoracotomy was performed, revealing a pulmonary vein puncture. Surgical intervention was performed, along with a blood transfusion, which stabilized the patient. There were no performance issues with any abbott device.